Manufacturer narrative:
D4, 8; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a lap cholecystectomy, the clips would not stay on duct and fell off. Clips from case are included in shipping box. No patient consequences.